Manufacturer narrative:
Correction on initial report: concomitant medical devices: (disregard 2429-0500).

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a patient was being transported to CT scan when the IV tubing was pulled (not forcefully) and it "snapped" and leaked while the patient was receiving IV sedation via this tubing and was on a ventilator. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing separation was confirmed. Visual inspection showed the set was in two pieces with the separation approximately 16 inches below the lower fitment component. Inspection of the separated tubing ends indicated the tubing appeared to have been pinched at an angle at the area of the separation. Functional testing was deemed unnecessary due to the obvious damage. The root cause was not identified.